Event description:
Update: this complaint involves four (4) devices. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 42mm for im nails. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the complaint condition could be confirmed according to the received pictures. A piece, close to the guiding hole of the tfna nail, is broken off. The tfna screw and the locking screw are also damaged with deep scratches and flattened threads. The end cap is not visible on the pictures/x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A DHR review could not be performed for this pi. This is the sterile lot number. Please provide the corresponding monument lot number and resubmit. A DHR review could not be performed for this pi. This is the sterile lot number. Please provide the corresponding monument lot number and resubmit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.005.532, lot: 1l99887, manufacturing site: mezzovico, release to warehouse date: october 24, 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the lockscr ø5 l42 f/nails tan light green (p/n: 04.005.532, lot #: 1l99887) was received at us customer quality (cq). Upon visual inspection, it was observed the threads of the screw were stripped and worn out. No other issues were observed with the returned device. Were any product issues/defects identified? Yes. Appropriate investigation flow: damage. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed 5.0 mm locking screw no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the threads of the locking screw were stripped/worn out. No definitive root-cause can be identified. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent removal surgery to have the tfna fenestrated screw, unknown locking screw, unknown tfna nail, and unknown end cap removed due to infection. The implant was removed easily but was damaged. There is no further information available. This report is for one (1) unk - screws: nail distal locking. This is report 3 of 4 for pc (B)(4).